Event description:
Colostomy takedown. Re-operation due to leak that developed five days post operative. Patient experienced fever and elevated white blood count. Surgeon described leak as a dehiscing of the anastomosis at the anterior portion of the staple line. Re-operation revealed that stool had leaked into the abdomen from the site where the colon had been reconnected to the anterior portion of the rectum with the cs29. Colostomy had to be redone as the tissue was too edematous to redo the anastomosis. An intraoperative leak test and endoscopic inspection was performed during the initial surgery revealing no leak, and the anastomosis to be acceptable.